Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) defibrillation (defib) coil and svc (superior vena cava) defibrillation coil was beyond the expected upper range. Right ventricular defib impedance steady at approximately 44 ohms through (B)(6) 2016, then begins to vary greatly, rising out of range by (B)(6) 2016. Svc defib impedance steady at approximately 52 ohms through (B)(6) 2016, then begins to vary greatly, rising out of range by (B)(6) 2016.

Event description:
It was reported that the right ventricular (rv) lead triggered an alert for high impedance on the superior vena cava (svc) and rv coils. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.